Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 and on 06/03/2015 both times the hospitalization was due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization on (B)(6) 2015 was 700 mg/dl and in the 500 mg/dl range on (B)(6) 2015. The customer reported having symptoms of vomiting, weakness, and confusion. The customer was wearing the insulin pump at the time of both hospitalizations. Customer was treated with magnesium, potassium and insulin drip on both occasions. It was also reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time 500 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No ramping numbers noted during testing. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.